Event description:
"Caller alleged discrepant inratio results and the laboratory results. Results as follows:" date: (B)(6) 2012, inratio inr: 5.2 (11:30 am) laboratory inr: 2.05 (9.30 am). The time between testing was 2 hours. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.